Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 28mm 0 degree poly liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Right hip revision due to poly wear. Primary surgery was done in 1996. 28mm +5 cocr c taper head and 28mm 0 degree poly liner were removed. Cat and lot numbers are not know due to the inability to read the numbers and or damage done to the explant upon removal.